Event description:
It was reported that the patients stimulation was turning off by itself. The database analysis showed that the ipg was working as expected. The magnet resets were confirmed to be the cause of the intermittent therapy. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.